Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A batch review was conducted on lot number h14c17028 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection using a microscope was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a connection issue with a transfer set during peritoneal dialysis (pd) therapy. It was reported that the transfer set would not lock with the titanium adapter and would continue to turn when connected. The transfer set was replaced and the issue did not continue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter healthcare and an evaluation is being performed. Should additional relevant information become available, a supplemental report will be submitted.